Event description:
After use of nibp cuff for q15 minute blood pressure readings, leaving the cuff in place in between readings, a skin rash was noted. The cuff was moved to another extremeity. There are no long term implications for this incident.